Event description:
Pt had a fem-fem by-pass graft placed for claudication. One day after surgery, the pt fell and tore the ptfe synthetic graft. The pt died from bleeding complications. Rptr is reporting this because it is possible the graft was defective. Treated at the hosp. They may have more info on the brand, etc.